Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k autoclavable camera head is showing the error, e221. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A device history review - DHR was completed, and no issues were identified. Based on the results of the investigation, no nonconformances were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the 4k autoclavable camera head is showing the error, e221. There were no reports of patient harm.